Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation concomitant products: 375cc mentor smooth round moderate profile saline catalog: 3501660, lot: 5640758, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with an unspecified mentor saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 6/26/2019, the product investigation was completed. Device investigation summary: the analysis results showed parallel lines of shell wear in the anterior aspect, suggesting in-vivo folding or creasing of the device and a tear in the posterior view measuring approximately 0.2 cm. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).